Manufacturer narrative:
Calibration and qc were acceptable. The sample was received for investigation. The investigation was able to reproduce the customer's toxo igg results. A result of 74.1 iu/ml (positive) was received at the investigation site. The sample was further tested by the recomline blot toxo igg method and the result was positive. The sample was tested by elecsys toxo igm method with a result of 0.219 coi (negative). The sample was tested by elecsys toxo igg avidity with a result of 85% (high avidity). These results are indicative of a remote stage of infection. Based on the results produced during the investigation, the reagent performs within specification. The toxo igg was determined to be correctly positive.

Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys toxo igg immunoassay (toxo igg) on a cobas 8000 e 602 module. The initial result from the e602 module was 67.80 iu/ml (positive). This result was reported outside of the laboratory. The sample was sent to an external laboratory where the toxo igg result from the diasorin method was 6.82 ui/ml (negative). The sample was also tested by western blot twice and the toxo igg results were negative. The e602 module serial number was (B)(4).